Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that at the implant, the lead was attempted but the vein had stenosis and was tortuous and the lead was too large to get "past bend." The lead was not used and a new, smaller one was implanted. No patient complications have been reported as a result of this event.